Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found the knee motor limit will not stop in both directions. The technician replaced the knee limit switch to repair the bed.